Manufacturer narrative:
Date of report: 31may2019. Date rec'd by MFR: 30may2019. Philips field service engineer (fse) the reported the issue being high tidal volume. The air flow value measured was out of range. It was recommended to replace the flow sensor assembly and the data acquisition board. The flow sensor assembly was replaced, and the machine was functional after the repairs. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23jan2019. No phone number provided . A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports flow sensor malfunction problem. No patient/user harm reported. Event date not specified; estimate used.